Event description:
It was reported that when using the bd pyxis¿ es server device was on retry mode however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data, section h device manufacture date and manufacturer narrative d4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the device was in retry mode. A technical support specialist (tss) followed the attached knowledge article titled ¿retry insert into purge. Purgestatistics¿ to resolve the retry mode on the station. This action allowed data synchronization to resume. The case was closed. The system functioned after the technical support specialist troubleshot the device.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was in retry mode. A technical support specialist (tss) followed the attached knowledge article titled "retry - insert into purge.purgestatistics" to resolve the retry mode on the station. This action allowed data synchronization to resume. The case was closed. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was on retry mode however, there were no delays or adverse events or injuries reported based on this event.